Event description:
While attempting to start an intravenous on a neonate, the nurse noted that the catheter could not be advanced after entering the vein. The nurse removed the catheter and noted that the needle had sheered through the catheter, causing it to split. A second nurse attempted to place the intravenous, but had the same result. Both catheters were from the same lot number, so that lot number was removed. The intravenous was able to be started with another angiocatheter. Reference report: mw5149166.